Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a drawer failure. A field service engineer inspected the drawer, reseated the controller cable, and removed the faulty pockets. The rx was tested and found to be functioning correctly. The rx requested a replacement drawer, which will be ordered and shipped directly to the site. The system functioned as intended after troubleshooting was completed by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a drawer failure. It had failed 3 consecutive days in a row now. However, after the maintenance was completed, the 2.1 drawer failed again so the customer went ahead and switched out the cubies in that drawer to new ones. After that, the drawer failed again. It seemed like there's a problem with that drawer, not the cubies. Nurses were constantly not able to access all the meds in that drawer. There were no adverse events or injuries reported as a result of this incident.